Event description:
Patient arrived to unit from ed and receiving nurse noted bladder distention. Bladder scan performed and 565ml of urine noted in bladder. Physician called and order for in-dwelling coude foley catheter received. Prior to insertion, catheter was inspected. Nurse attempted to place and met resistance. Catheter was removed and catheter tip was noted to be missing. Urologist was notified and took patient to or for foregin body removal and catheter placement.